Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the missing diagnostic connector cover (0198-00-0085). A complete system checkout was performed with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was then returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by a getinge field service engineer (fse), during scheduled service, the cardiosave intra-aortic balloon pump (iabp) had a missing diagnostic connector cover. There was no patient involvement, and no adverse event reported.